Event description:
During a cervical radiofrequency ablation procedure a patient burn occurred. The skin was not prepped and the grounding pad was placed on a hairy part of the posterior thigh. The generator was set to 80 degrees for 60 seconds. No alarms were noted throughout the procedure but upon removal of the ground pad a burn was noted with blistering. A burn cream and antibiotic were applied and the patient responded to the treatment without further reported complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported burn may have been procedure related. Per the IFU, a patient burn is a known risk during the use of this device.